Event description:
It was reported that the patient experienced severe right ventricular dysfunction which required nitric oxide (no), epinephrine, and milrinone in the operating room on ((B)(6) 2022. No was weaned off (B)(6) 2022. Post-operation echocardiogram was performed on (B)(6) 2022 which showed moderately reduced right ventricular function, moderately severe mitral regurgitation, pulmonary artery pressure was 35 mmhg, and septum was deviated to the right. On (B)(6) 2022, echocardiogram showed septum deviated to right, moderately severe mitral regurgitation, and moderate pulmonary insufficiency (pi). Patient was continued on epinephrine at 5 mcg/min and milrinone at 0.5 mcg/kg/min. Echocardiogram was performed on (B)(6) 2022 and a right heart catheterization on (B)(6) 2022. Final diagnosis was chronic systolic heart failure and a final diagnosis was pending by investigator. After returning to their room from catheter lab for right heart catheterization, the patient had a neurological event at approximately 14:49 and was worked up for possible stroke and stroke team was alerted. A head computed tomography (CT) was in process to rule out type of neurological event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had worsened with right atrial (ra) pressure as high as 20 on (B)(6) 2022, with pulmonary artery (pa) pressures dropping from 70 pre-op with ra.

Event description:
It was reported that computed tomography head (cth) and computed tomography angiography (cta) were negative for stroke. Post imaging symptoms were resolved with the national institutes of health stroke scale (nihss) and per neurology, the patient was diagnosed with a 1. Patient experienced postictal confusion and todd's paralysis as a result of a possible, self-aborted, focal seizure. Patient had l transverse/sigmoid sinus filling defect for possible cerebral venous sinus thrombosis (cvst) which could have triggered the seizures. Neuroradiology observed that there is no concern for venous clot. Final diagnosis was chronic systolic heart failure and the patient had right heart failure pre-implant. Vasodilators were administered. Patient required inotropic therapy and vasodilators. The patient had peripheral edema with grade <2+, dyspnea, elevated central venous pressure (<= 16mmhg), and elevated right atrial pressure (<= 16mmhg). Heart lung machine was able to be weaned off. There were findings of significantly dilated inferior vena cava with an absence of inspiratory variation by echocardiography. The patient was noted as ongoing/in stable condition; however the patient experienced prolonged hospitalization.

Manufacturer narrative:
Manufacturers investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The hm 3 lvas instructions for use (IFU) lists potential adverse events, including right heart failure and other neurological event (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists neurological dysfunction as a potential late postimplant complication. The IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11jul2022. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and other neurological event (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurological dysfunction as a potential late postimplant complication. Section 6 of the IFU, (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacture is closing the file on this event.